Manufacturer narrative:
Reliability analysis inspected two opened and or used enlite sensors. Visual inspection was performed and found one out of the two sensors with cannulas broken, broken parts missing. The one remaining sensor performed bicarbonate buffer test. The sensor passed per spec with accurate readings. It was also found that those two cannulas were bent, but unable to confirm customer received the sensors in said condition, due to customer returning them opened.

Event description:
The customer reported via phone call of issues with lost sensor. The customer's blood glucose at the time of the incident was 188mg/dl. The customer states they are receiving lost sensor every 15 minutes. Troubleshoot was conducted. The customer was advised that the minilink is functioning correctly. The cannula was found to be bent. The sensor is being replaced and returned for analysis.